Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded on (B)(6) 2017. Additionally, a code 1007 was declared due to capacitor charge time limit exceeded. The battery voltage was lower than expected; bradycardia therapies remained available, but tachycardia therapies were unavailable. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Analysis indicates that although the reported magnetic resonance imaging (MRI) scan may have occurred while the implantable cardioverter defibrillator (ICD) was not in MRI protection mode, this was not likely to have caused or contributed to the other reported observations.

Event description:
It was reported that this patient underwent magnetic resonance imaging (MRI) at a facility where staff were not aware that she had an implantable cardioverter defibrillator (ICD). Approximately five months later, she presented to her following physician for normal follow up. During follow up, the patient's health care provider reported seeing a message of "voltage too low for projected remaining capacity," along with a code 1007. The ICD was explanted and replaced. No additional adverse patient effects were reported.